Event description:
It was reported that 83 bd discardit¿ syringes had marking defects. The following information was provided by the initial reporter: "2215 units having defects like.. Marking defects."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: the five photos were received by bd for evaluation. A quality engineer was able to review the photo of a discardit 2ml with 25gx1 needle from lot #0245054 regarding item #302438 with the reported multiple defects (foreign particles). The investigating team has used the retention samples of mat. No. 302438 and lot no. 0245054 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the samples for multiple defects (foreign particles) in syringe and no defect in syringe was found in the retention samples. The investigation was also carried out on the photograph as well. The photograph confirms the reported defects in the syringe. The investigating team has requested for the defective samples to be returned for a thorough investigation and finding the root cause, to have a proper corrective and preventive actions. An investigating team member will also visit the customers storage facility for helping resolve these issues. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.